Event description:
The customer reported when the pump is unplugged, it turns off and does not hold charge. During testing and investigation the device issued a battery depleted message with the battery icon empty on power up, a review of the device log also showed several n56 replace battery alarms. Device connected to a/c power (a/c) and a message to keep device plugged into a/c was displayed. The device passed a self-test on a/c. When a/c disconnected the device displayed a depleted battery message and powered off. The battery was replaced and the change battery option was keyed. The complaint was confirmed with the probable cause for the n56 alarm resultant of a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.